Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. Unknown when pain started. (B)(4). Expire date unavailable(10) lot number unavailable UDI unknown. Implant date unknown, original implant of a short unknown trochanteric fixation nail ¿ advanced (tfna) took place approximately six weeks prior to revision. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred due to patient pain. Surgery for the original implant of a short unknown trochanteric fixation nail - advanced (tfna) took place approximately six weeks prior to revision, specific implant date unknown. Patient experienced pain. Surgeon determined there was a fracture around the nail, and revision occurred on (B)(6) 2016 to replace with a longer nail. Parts were intact when explanted. There were no delays and surgery was successful. Patient outcome at end of surgery was good. No harm to patient. This report is 2 of 3 for (B)(4).